Event description:
It was reported that an exactamix 250 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was found before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1, d4 additional information: d9, g4, h3, h4, h6, h11. H4: the lot was manufactured between may 9, 2022 - may 11, 2022. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, by filling the bag with 500ml of tap water, a leak was observed at the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.